Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device has been beeping for several months. Upon interrogation an error message was exhibited. Boston scientific technical services (ts) was contacted for guidance and recommendations. It was suggested to send in data files for evolution however from the information reviewed, it was noted the device had logged several episodes on the timestamped fault code date. Oversensing was noted however appeared to be external in nature. During the episode review, the device initiated charging due to oversensing of the external signal; inappropriate atp therapy was delivered. The error message that was triggered was the result of a high voltage signal detection during charging. Ts recommended investigating for the signal origination as this could be normal operation based upon what the device was seeing. To date, no system changes have been initiated and no adverse patient effects have reported. To date the device remains implanted and in service with no additional complications.